Event description:
It was reported that the bd alaris¿ lvp had foreign matter within the fluid pathway. The following information was provided by the client: "a preop nurse opened a sealed bd alaris pump infusion set (primary IV tubing) and found that the spike appeared soiled. Brown substance was on the spike beneath the cap which covers the spike. Using a gloved finger, the substance was removable with wiping, indicating it was not simply a discoloration of the plastic."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a complaint of a substance being under the cap was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21113001 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 02nov2021. There were was 1 quality notification issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp had foreign matter within the fluid pathway. The following information was provided by the client: "a preop nurse opened a sealed bd alaris pump infusion set (primary IV tubing) and found that the spike appeared soiled. Brown substance was on the spike beneath the cap which covers the spike. Using a gloved finger, the substance was removable with wiping, indicating it was not simply a discoloration of the plastic."